Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 2.50x12mm taxus liberte drug eluting stent (des) was advanced to the diagonal branch of the left anterior descending artery (lad), but the device was unable to cross the lesion. The device was removed from the patient and stent damage was noticed. The procedure was successfully completed with another of the same device with no patient complications reported. The patient's current condition is listed as "stable".

Manufacturer narrative:
Returned product analysis revealed that the condition of the returned unit was consistent with the complaint incident. Visual and microscopic examination of the device found damage to the distal stent section. The struts on rows 1 to 7 were misaligned. This type of damage is consistent with the delivery system encountering some form of restriction. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A review of the manufacturing documentation found that the device met its material, assembly and product specifications. The most probable root cause of this complaint can be attributed to operational context.